Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an alleging that machine will not power on, stopped working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, it was found that the pca was burned, and multiple errors were identified. The device was scrapped.